Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6) 321-20-00 - equinoxe reverse shoulder drill kit. (B)(6) 320-15-01 - eq rev glenoid plate. (B)(6) 315-35-00 - glnd kwire. (B)(6) 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-01-38 - equinoxe reverse 38mm glenosphere. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-38-00 - equinoxe reverse 38mm humeral liner +0. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm.

Event description:
As reported, approximately 2 years and 8 months post the initial right reverse total shoulder arthroplasty, the patient underwent a two stage revision after presenting with infection a year prior. All implants were removed and the patient left with a 48mm cement spacer. The plan is to remove the spacer further down the line and re-scan ahead of a reverse replacement. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6. H3: a review of the sterile certificates and/or the final endotoxins report was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Additionally, infection is a known surgical risk, as outlined in the IFU.